Event description:
The customer observed biased vitros valp results on quality control fluids and one pt sample processed on a vitros 5,1 fs chemistry system on (B)(6) and (B)(6) 2009. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The customer did not report valp results while quality control was unacceptable. There was no report of pt harm as a result of this event. Note: this form 3500a (MDR# 1319808-2009-00187) is one of two mdrs for this event. Two devices were involved. Quality control fluids and one pt sample were assayed using two different vitros valp reagent lots. This report corresponds to ortho-clinical diagnostics inc. (B)(4).

Manufacturer narrative:
Investigation into this event determined that biased quality control and pt results were obtained on a vitros 5,1 from two vitros valp reagent lots. Acceptable performance has been achieved since the customer implemented an internal procedure of inverting fresh vitros valp reagent packs prior to loading on the vitros 5,1. The definitive root cause of the biased valp results is unk, however, user protocol and valp reagent pack handling cannot be ruled out.